Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed both front corners of top case were cracked, and the right plunger case and the bottom case were cracked. A review of the event history log (ehl) identified primary audible alarm post, pump motor drive off post, and low battery messages. During the functional testing was unable to duplicate the reported issues. The root cause of the pump motor drive off post was due to low battery problem by the user. The root cause of the primary audible alarm post was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker glued j9 connector (fully seated and properly glued 3 surfaces - both side). Replaced battery for preventive. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump exhibited a primary audible alarm upon startup. Replaced battery and primary speaker assembly. Upon power on the pump exhibited a motor drive phase b post error. No patient injury was reported.